Event description:
A complaint was reported stating the patient was experiencing charging problems between the implant and the external equipment. During a lead revision surgery due to lead migration, the communication with the implant could not be established. The surgeon decided to replace the patient's implant.